Manufacturer narrative:
Driveline cable, (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable revealed multiple cracks in the outer sheath after removing the previous repair done by the site, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Heartware investigated driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the site that the patients ¿driveline was previously repaired by site and tape was lifting.¿ a manufacturer representative presented to the site, reviewed and removed the old repair, which revealed several cracks. The driveline was cleaned and a driveline sheath repair was performed. There was no reported consequence or impact to the patient. No further information was provided.